Manufacturer narrative:
(B)(4). The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review for lot number mn2301537 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. A 72-year-old male patient, 94 kg, presented in the or for an evar procedure. Bilateral access was gained utilizing ultrasound guidance with a micro puncture kit. Arteriotomy was 11.0mm, with minimal posterior calcification, extreme tortuosity, and a bilateral depth measurement of 3.5cm + 1cm. The manta instructions for use post warnings not to use manta if there is marked tortuosity of the femoral or iliac artery. No issues were encountered advancing or withdrawing the 16f medtronic procedural sheaths. Following the evar, activated clotting time measured was 255, heparin was administered and an 18f manta was deployed over an amplatz wire to the measured depth in the left common femoral artery. In the following deployment, hemostasis was not achieved. Bleeding at the access site post-deployment is a potential indicator of a tract deployment. The physician decided to perform a cut-down. During the surgical intervention, the manta device was explanted, and the vessel was sutured for closure. The physician noted, that during the cut-down, the manta anchor was correctly positioned, and the collagen likely got caught in the tissue tract during deployment since it was seen positioned below the arteriotomy. Following closure, all pedal pulses were obtained using doppler. The patient did not experience any harm, injury, or health consequence from this event and the outcome post-procedure is fine. The root cause of the delivery of the implant not being effective in creating hemostasis requiring surgical intervention likely is user error due to the vessel being extremely tortuous. The device was not returned, there is believed to be no device failure. Risk documentation has been reviewed and this is a known risk of the device. The severity of harm is ranked as a 4 due to local surgical repair at the vessel access site arteriotomy was required which covers this incident. The following potential adverse events associated with the deployment of vascular closure devices have been identified in the manta instructions for use and include other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical c ompression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
As reported: "device prepped properly; depth measured accurately; deployment was within IFU parameters. Failed closure on left cfa r equiring cut down. Physician stated anchor was in correct position, but the collagen was below the arteriotomy like it got caught on some tissue during deployment. Physician removed device during cutdown procedure. [Vascular closure device] on the right side was d eployed fine with no complications. Supplies were 16fr medtronic sheaths on both sides. Deployed [vascular closure device] over amplatz wire due to extreme tortuosity. Minimal posterior calcium with 11mm left cfa. Right cfa 11mm; bilateral access: micro/us; depth measurement 3.5+1 bilaterally; heparin 16k; act time of deployment 255; deployment time 1535. After cutdown all pedal pulses were obtained using doppler." Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). A review of device history records will be conducted. A follow-up report will be issued after the investigaiton is complete.

Event description:
As reported: "device prepped properly; depth measured accurately; deployment was within IFU parameters. Failed closure on left cfa r equiring cut down. Physician stated anchor was in correct position, but the collagen was below the arteriotomy like it got caught on some tissue during deployment. Physician removed device during cutdown procedure. [Vascular closure device] on the right side was d deployed fine with no complications. Supplies were 16fr medtronic sheaths on both sides. Deployed [vascular closure device] over amplatz wire due to extreme tortuosity. Minimal posterior calcium with 11mm left cfa. Right cfa 11mm; bilateral access: micro/us; depth measurement 3.5+1 bilaterally; heparin 16k; act time of deployment 255; deployment time 1535. After cutdown all pedal pulses were obtained using doppler." Patient condition reported as "fine".